Event description:
A medsun medwatch uf/importer report #(B)(4) stating the following from the b5 section: a set of twins had the same event occur two days in a row (meaning that a total of 4 stopcocks were found to be cracked and leaking fluid). At 17:00 and again the next day at 04:00, both infants had fluid leaking from their umbilical venous catheter (uvc) devices. We were unable to determine if the crack was present before the stopcocks were removed from the original packaging, or if excessive pressure was used by someone on two different infants, two days in a row at two different times of day. I have worked with stock room to have the 3-way stopcocks removed from our supply in both of our neonatal intensive care units (nicu). Supply chain ordered a new 4-way stopcock and was made available on supply carts. Infection prevention staff was alerted to monitor both infants for infection which did not develop. We have had no issue since this change was made. I am going to enter this event 2 times because there were different lot numbers involved. Please note: medwatch uf/importer report # (B)(4) is also related to the events described in this complaint. Note: although the b5 of #(B)(4) states that the issue occurred with two lots, there is no indication of any other lot number besides 13707329 in either medwatch form that was provided, nor in any other customer-provided information for these events. This emdr reflects the first of the two occurrences for twin #2.

Manufacturer narrative:
H10: additional related report number: (B)(4) the complaint on the 3-way high pressure stop cock could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.